Event description:
It was reported that upon pulse generator interrogation, a data not read message displayed. Magnet rate was about 100 pulses per minute, indicating a beginning of life battery. Reprogramming the mode was unsuccussful, and telemetry was lost. The device would be replaced.

Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 49%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was reduced to approximately 2.53 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued. The pulse generator was received approximately 1.50 years after explant.